Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the act button on the insulin pump is sticking. Customer's blood glucose was 6.5 mmol/l. Customer then stated the device started to work after 30 minutes. Customer then call back stated she will accept the replacement device and is willing to return the device for analysis.